Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent knee arthroplasty on an unknown date. Subsequently, the patient underwent an irrigation and debridement procedure due to unknown reasons. The polyethylene articular surface was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.